Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during the procedure, the stylet was failed to advance in the right atrial (ra) lead. The ra lead was replaced and the procedure continued with the new lead on (B)(6) 2022. No patient consequences reported.